Event description:
It was reported that the patient was noncompliant with follow-up. It was discovered during hospital admission unrelated to the product that the left ventricular (lv) lead had dislodged via review of chest x-ray. No electrical anomalies were noted. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within the product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.